Manufacturer narrative:
(B)(4). Describe event or problem - additional, if follow-up, what type?: additional information, patient codes - additional.

Event description:
Dexcom was made aware on (B)(6) 2017 that an individual who is believed to be the patient's daughter made the following post on social media via (B)(6): "dexcom recall of the g5 caused my dad to die! Dexcom admitted to "bad timing" but we got no help from them with my father's untimely death. They killed my dad and took no responsibility. I will never be an advocate and continue to share my story with anyone who wants to hear it." Dexcom's medical safety officer contacted a staff member of the patient's primary care physician on 05/11/2017. The staff member confirmed that, according to the patient's records, the (B)(6) 2016 hospitalization was due to a ventricular fibrillation event. According to the records on file, upon admission to the hospital, the patient was resuscitated and placed onto acls (advanced cardiovascular life support). The patient was transferred to ICU (intensive care unit) where he received coronary stenting and vasopressor therapy. During the course of hospital stay, the patient was noted to develop an unspecified overnight hypoglycemic event. The clinical progression included development of ards (acute respiratory distress syndrome). Due to a poor prognosis and dnr (do not resuscitate) on file, the patient was pronounced dead on (B)(6) 2016. According to the records on file, there is no indication that dexcom cgm was used while the patient was in the hospital. Based upon the fact that the event occurred in hospital settings and was preceded by urgent life-threatening cardiovascular condition, it is reasonable to assume that usage of dexcom cgm did not cause or contribute to the reported event. The contribution of diabetes mellitus in the reported event cannot be excluded, as acute cardiovascular complications are recognized to be a major cause of morbidity and mortality in diabetic patients.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.